Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-thru intraluminal shunt had ¿adhesive on the shunt.¿ this was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was visually inspected via the naked eye and microscopically. Excessive silicone adhesive was observed on the molded shaft. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.